Event description:
A report was received that the patient was experiencing exacerbation of pain that was believed to occur shortly after the ipg was charged. The patient went to the emergency room and while the patient was in the hospital the patient was given intramuscular and intravenous pain reliever. The patient was doing well and was discharged home.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing exacerbation of pain that was believed to occur shortly after the ipg was charged. The patient went to the emergency room and while the patient was in the hospital, the patient was given intramuscular and intravenous pain reliever. The patient was doing well and was discharged home. The patient will undergo an ipg and lead revision procedure.